Event description:
Baxter complaint coordinator reported a system 1000 hemodialysis device with a faulty level adjust system. Shortly after the start of dialysis treatment, a nurse wanted to adjust the arterial drip chamber level. When she pressed the button that raises the arterial drip chamber level, the venous drip chamber level rose. Not noticing this, she again pressed the button to raise the arterial level and again the venous drip chamber level increased and blood was pulled up into the pressure transducer protector. The arterial and venous drip chamber levels were readjusted manually with a syringe and a new pressure transducer protector was placed onto the spare luer lock line of the venous drip chamber so that the patient could safely finish the dialysis treatment. There was no patient injury or medical intervention associated with this incident.